Event description:
It was reported that following the implant of a transcatheter valve, hypotension was observed, and a transthoracic echocardiogram (tte) was performed that revealed an increase in pericardial fluid. Subsequently, pericardial drainage was performed. An angiography of the right ventricle was performed that revealed a right ventricle perforation caused by the temporary pacing catheter. The patient's blood pressure stabilized, and the patient was transferred to undergo a computed tomography (CT) scan. Additionally, cardiac tamponade occurred.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, hypotension was observed, and a transthoracic echocardiogram (tte) was performed that revealed an increase in pericardial fluid. Subsequently, pericardial drainage was performed. An angiography of the right ventricle was performed that revealed a right ventricle perforation caused by the temporary pacing catheter. The patient's blood pressure stabilized, and the patient was transferred to undergo a computed tomography (CT) scan. Additionally, cardiac tamponade occurred. Additional information was received that the temporary pacing catheter was not a medtronic product. The physician stated that temporary pacing caused the cardiac tamponade. According to the physician, the valve, delivery catheter system (dcs), and guidewire (manufacturer unspecified) were not contributing factors to the cardiac tamponade or effusion. It was further reported that major bleeding was also observed following the valve implant. Additional information was received that the per the physician, the major bleeding was cardiac tamponade caused by the right ventricular perforation due to the non-medtronic temporary pacing catheter.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. Per the physician, the major bleeding was cardiac tamponade caused by the right ventricular perforation due to the non-medtronic temporary pacing catheter. There is no evidence to suggest the device caused or contributed to a death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, hypotension was observed, and a transthoracic echocardiogram (tte) was performed that revealed an increase in pericardial fluid. Subsequently, pericardial drainage was performed. An angiography of the right ventricle was performed that revealed a right ventricle perforation caused by the temporary pacing catheter. The patient's blood pressure stabilized, and the patient was transferred to undergo a computed tomography (CT) scan. Additionally, cardiac tamponade occurred. Additional information was received that the temporary pacing catheter was not a medtronic product. The physician stated that temporary pacing caused the cardiac tamponade. According to the physician, the valve, delivery catheter system (dcs), and guidewire (manufacturer unspecified) were not contributing factors to the cardiac tamponade or effusion. It was further reported that major bleeding was also observed following the valve implant.